Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "extreme pain, major nerve injuries and physical limitations."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: discogenic pain, l4-5; retrolisthesis, l4-5; herniated nucleus pulposus, l4-5. The patient underwent following procedures: anterior lumbar inter-body fusion, l4-5; anterior endplate vertebral osteotomy with complete discectomy and anterior canal and foraminal decompression, l4-5; application of interbody prosthesis, l4-5; use of fluoroscopy; use of rhbmp2/acs.

Manufacturer narrative:
(B)(4)